Event description:
It was reported via journal article: title: persistent dysphagia after magnetic sphincter augmentation - shifting paradigm with one-stop repair: laparoscopic removal and conversion to refuluxstop procedure. Author's: yannick fringeli, md; loannis linas, md; ulf kessler, md; jorg zehetner, md. Web address: the novel reflux stop procedure restores the anti-reflux-barrier with a hiatal-hernia repair, the creation of a flap-valve by closing the angle-of­his with an esophago-gastric plication and the positioning of the reflux stop implant in a fundic pocket. The case of a 62-year-old male patient with persistent dysphagia, combined with regurgitation and retrosternal chest-pain 11 months after msa using linx (ethicon). The reported complication included (n=1) persistent dysphagia, combined with regurgitation and retrosternal chest-pain treatment: removal of the linx including the capsule.

Manufacturer narrative:
(B)(4). Date sent 7/8/2024. B3: only event year known: 2024. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.